Event description:
It was reported that the gap balancer broke upon inspection, the screw is missing and would not function correctly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding missing components involving a specialty triathlon gap balancer was reported. Conclusion: visual inspection performed by the supplier confirmed the event of missing components. The supplier concluded that it is likely the screw was removed from the device by the user, which caused the screw and ball to disassemble from the device and become lost. The supplier confirmed the device to be fully functional upon replacement of the missing components. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
It was reported that the gap balancer broke upon inspection, the screw is missing and would not function correctly.